Event description:
It was reported that after a follow-up, the printing process had frozen. After the restart of the programmer, the touchscreen was not functional even after the work around attempt (ctrl+alt+del). The only solution was to plug off the programmer. An explanation of the root cause is required.

Event description:
It was reported that after a follow-up, the printing process had frozen. After the restart of the programmer, the touchscreen was not functional even after the workaround attempt (ctrl+alt+del). The only solution was to plug off the programmer. An explanation of the root cause is required.